Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 476mg/dl, and she was given lantus. It was stated that the customer's insulin pump is cracked at the upper left corner, right corner, and battery cap area. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The unit was received with cracked case on the display window corners, cracked battery tube threads, and scratched display window.